Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were multiple issues. The following is a breakdown of the issues. Fm in tube x3, fm in separator x19, deformed tube x3, defective marking x68, dirty shield x2, black spot x3, dirty tube x26, gel air bubbles x119, and air bubbles in tube x3. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: 367968, lot.9123770 (foreign matter 3 in pipe, foreign matter 19 in separating agent, breakage deformation 3, print defect 68, cap dirt 2, tube black spot 3, tube dirt 26, bubble 119, tube bubble 3).

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for fm black specs in gel, smeared print, ink on cap, ink on tube, scratch, air bubbles in gel, and embedded fm in the tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were multiple issues. The following is a breakdown of the issues. Fm in tube x3, fm in separator x19, deformed tube x3, defective marking x68, dirty shield x2, black spot x3, dirty tube x26, gel air bubbles x119, and air bubbles in tube x3. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: 367968, lot#: 9123770 (foreign matter 3 in pipe, foreign matter 19 in separating agent, breakage deformation 3, print defect 68, cap dirt 2, tube black spot 3, tube dirt 26, bubble 119, tube bubble 3).